Event description:
Spontaneous call from pt's wife, reports that pump was dropped last night. Batteries will not stay in pump. Switched to backup pump. No interruption to therapy. New pump sent. No other info provided. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.